Event description:
On (B)(6) 2025, an adventist health sonora inpatient came to the cath lab for a left heart catheterization and the right groin/femoral artery was accessed. At the end of the procedure, the patient was restless and agitated, moving on the table. While attempting to seal the right femoral artery access, a plastic portion of the perclose proglide instrument broke off inside right femoral artery and the cardiologist was unable to retrieve the foreign body. The patient was transferred to ICU (intensive care unit) post procedure for care until the patient was transferred to (B)(6) to have a vascular surgeon remove the foreign body. On 02/14/2025, the cath lab lead rn contacted the abbott perclose proglide representative to notify of the company of the product failure. The representative asked if the product had broken off in the patient, and when the cath lab lead rn confirmed the retained foreign object, the representative stated that this sometimes happens. When the representative was further queried as to why adventist health sonora had not been notified of this default, the response from the representative was that she tried to meet with the cardiologist last year to in-service the cardiologist about the product; however, the cardiologist was too busy to meet with her.